Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there is a frequent air in line alarm. There was a possible device interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with frequent air in line alarms was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.